Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 28 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noted that the tip on the distal side of the stent was lifted. The procedure was completed with a 2.5-28mm non-bsc stent. No patient complications were reported.